Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and although the exact timeline is unknown, it appears the patient¿s preliminary peritoneal effluent culture results were positive for candida dubliniensis and candida glabrata. Upon receipt of the results, the patient was hospitalized on (B)(6) 2025 and diagnosed with fungal peritonitis. Although the specifics were not provided, the patient was reportedly treated with antibiotics (drugs, dosages, frequencies, durations, routes not provided) by the infectious disease department. Additionally, the patient's pd catheter (not a fresenius product) was removed and replaced with a hemodialysis (hd) catheter (not a fresenius product). The pdrn stated the cause of the peritonitis is unknown; however, the pdrn indicated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Per the pdrn, the patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The patient is continuing to undergo outpatient hd without any reported issues and is recovering from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on 14/jul/2025 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and although the exact timeline is unknown, it appears the patient¿s preliminary peritoneal effluent culture results were positive for candida dubliniensis and candida glabrata. Upon receipt of the results, the patient was hospitalized on (B)(6) 2025 and diagnosed with fungal peritonitis. Although the specifics were not provided, the patient was reportedly treated with antibiotics (drugs, dosages, frequencies, durations, routes not provided) by the infectious disease department. Additionally, the patients pd catheter (not a fresenius product) was removed and replaced with a hemodialysis (hd) catheter (not a fresenius product). The pdrn stated the cause of the peritonitis is unknown; however, the pdrn indicated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Per the pdrn, the patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The patient is continuing to undergo outpatient hd without any reported issues and is recovering from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and the patient¿s transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of those infections, approximately 15% are fungal in nature and frequently require the removal of the pd catheter. Despite the lack of causality, the pdrn indicated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.